Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2021 due to a low blood glucose level of approximately 112 mg/dl resulting in the customer losing consciousness and subsequently breaking their wrist. Upon ER admission, the customer was treated with intravenous fluids of saline and insulin. Additionally, the customer required surgical intervention on (B)(6) 2021 to correct the wrist break in the form of a metal plate being inserted. Reportedly, the customer was released on (B)(6) 2021 sustaining permanent damage to wrist.